Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events of choroidal effusion, low intraocular pressure, vision abnormalities, irido-corneal touch, and bleb-related issues are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, and patient details has been requested. No additional information is available at this time. Device labeling: warnings: the complications that may occur in conjunction with the use of the xen®45 gel stent include, but are not limited to, choroidal effusion, hyphema, hypotony, implant migration, implant exposure, wound leak, need for secondary surgical intervention and other known complications of intraocular surgery (e.g., flat or shallow chamber, corneal edema, endophthalmitis).

Event description:
Healthcare professional reported at 1 week post op with inferior, patient experienced blurred vision from low iop of 3 mm hg, nasal and temporal choroidals with shallow ac, and shallow diffuse bleb extending to the limbus in the left eye. The device remains implanted at this time.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Additional information received reporting the event of choroidal effusion has been resolved.